Event description:
It was reported that the customer received no delivery alarms prior to receiving a motor error alarm. The customer's blood glucose level was 233 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The customer was unable to complete the rewind sequence. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.